Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in may 2024 e1: additional reporter phone no: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. It was reported the patient received unspecified treatment at home. On an unknown date pd therapy was discontinued and the patient was transferred to hemodialysis. It was reported the patient recovered from the peritonitis event. It was further reported the patient experienced recurrent peritonitis and the outcome was unknown. No additional information is available.